Event description:
Device issue: premature retraction - vessel locator wings, premature deployment-clip. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after completion of the step 3 thumb advancer deployment, when the device was raised to position the locator wings against the anterior arterial wall, the locator wings retracted and the device clip deployed. Bleeding continued; therefore, manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for eval. It has not yet been received.